Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys vitamin b12 immunoassay result for one patient from a cobas 8000 e 602 module. The initial result was 52.30 pmol/l and the repeat result on another module was 93.45 pmol/l. Information concerning if the erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 31974400. The expiration date was requested but was not provided.

Manufacturer narrative:
There are abnormal aspiration, abnormal sample aspiration alarms noted on the alarm trace on the day of the event. The qc was acceptable on the day of the event.

Manufacturer narrative:
Based off the acceptable qc data, a general reagent issues can be excluded.

Manufacturer narrative:
Calibration data provided by the customer was acceptable. The specific reagent packs used at the time of the event were not calibrated. Qc data was provided, but it is unclear if it is from the device in question. Qc results were mostly within the customer's +/- 3sd ranges. The field service engineer replaced all measuring cells and completed a liquid flow path cleaning. None of the alarms in the instrument alarm trace were relevant to the event. The investigation did not identify a product problem. The cause of the event could not be determined.